Event description:
It was reported to philips that the flex arm could not be moved. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular diagnostic procedure was performed when the issue happened. The procedure completed as planned. Field service engineer (fse) inspected the system onsite and found that flex arm could not be moved. After reviewing log file fse found gib error. To resolve the issue, fse reset geo and the control module. After reset geo and the control module, the system was working as intended. The codes were updated based on the investigation outcome.